Event description:
During the service evaluation process conducted at the manufacturer facility, it was observed that the battery housing is broken off. If the housing were to fall off during a procedure there could be a risk of infection. There was no known patient impact or associated medical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During the service evaluation process conducted at the manufacturer facility it was observed that the battery housing is broken off. If the housing were to fall off during a procedure there could be a risk of infection. There was no known patient impact or associated medical procedure.